Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon did not have a string and she did not realize until after she had inserted the tampon. After several hours she was able to remove the tampon with hemostats. No further information has been received.